Event description:
The customer called with a high blood glucose reading of 380 mg/dl. The customer stated that she programmed a bolus of 2.0 units, and she noticed that the air bubbles in the tubing were not moving. The customer was concerned because the insulin pump had not given her a no delivery alarm. The customer did not have the tubing clamp with her at the time of the call. Advised the customer that the tubing clamp would be mailed to her. Instructed the customer to call back to conduct the high pressure test. Several phone calls were made to the customer to conduct the high pressure test, but there was no answer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.